Event description:
Baxter spectrum iq pump: ICU patient on extracorporeal membrane oxygenation (ECMO) experienced rapidly increasing vasopressor requirement. No alarms noted on pump. Patient remained hypotensive despite increasing vasopressor doses. Patient was given albumin and blood transfusion due to persistent hypotension that did not respond to increasing doses of vasopressors. Family was notified of patient's hemodynamic decline. One hour into event, vasopressor infusion alarmed upstream occlusion and kink was removed. Patient's blood pressure rapidly increased to systolic > 200. After incident, vasopressor requirement returned to previous doses. Pump passed all testing, including alarm functionality. This report is similar to other events noted at our institution in 2020 and 2021, in ICU setting, pediatric general, ob. FDA safety report ID# (B)(4).